Event description:
It was reported that the foley catheter had fell out. Customer reported that the three different patients had their lubrisil foley catheters fall out despite being secured by statlocks and the catheter balloons being filled. It was stated that two of the patients had new lubrisil catheters fitted, but these also fell out. The customer was unsure what may have caused these issues, but the user works on ward 3, and they have identified that the majority of the staff were positioning the statlock incorrectly and therefore leaving too much slack. It was also stated that they have now provided training on this. As far as I know, no other areas in the hospital were experiencing these issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "imperfection in balloon due to process". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter had fell out. Customer reported that the three different patients had their lubrisil foley catheters fall out despite being secured by statlocks and the catheter balloons being filled. It was stated that two of the patients had new lubrisil catheters fitted, but these also fell out. The customer was unsure what may have caused these issues, but the user works on ward 3, and they have identified that the majority of the staff were positioning the statlock incorrectly and therefore leaving too much slack. It was also stated that they have now provided training on this. As far as I know, no other areas in the hospital were experiencing these issues.